Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the physician was placing the sheath in emergency. The physician experienced difficulty when attempting to remove the spring wire guide (swg). According to the md, she did not pull the swg back through the needle. The sheath was in place and when she removed the swg it unraveled, but was removed intact. There was no delay in treatment, no pt death and no pt complications were reported.